Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). A planned stent was used to address the dissection and a 3rd party wire (glidewire) was used to complete the procedure.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). A planned stent was used to address the dissection and a 3rd party wire (glidewire) was used to complete the procedure.